Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, the patient¿s pulse pressure became due to small arteries, most likely limb ischemia. The physician decided to only treat the right coronary artery ostial and mid and leave cir (small artery and territory) to bring pt back and do cir through the arm,

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.